Event description:
A customer reported while using a glidescope spectrum qc eco hyperangle s3, non-sterile blade during a patient procedure, the light source went dark when they placed it in the patient's mouth. They switched to a glidescope spectrum qc eco, hyperangle s4 with the same monitor and cable which worked as intended. Switching to the alternative blade delayed the procedure by approximately 30 seconds to one (1) minute. No harm to the patient was reported.

Manufacturer narrative:
The glidescope spectrum qc eco hyperangle s3, non-sterile blade was returned to verathon for evaluation along with two other blades from different lots. A verathon technical service representative evaluated the device and was able to confirm that one of the three blades had no led powering on. All three blades displayed image as expected. Visual inspection did not identify any damage. The blade failed verathon's device functionality testing. Upon completion of verathon's device evaluation, the blade was scrapped due to being a single-use device and the customer already being provided replacement blades by their verathon territory manager. Corrective action is not required at this time. Verathon will continue to monitor for trends.